Event description:
It was reported that when using the bd pyxis¿ medstation¿ es entire drawer had failed, displaying the message ¿not detected on bus'. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-aug-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. The field service engineer (fse) opened the back panel of the device and observed that all lights were illuminated on all controller cards for drawer 2. The device was shut down, and all row board cables in drawers 2.1 and 2.2 were reseated. The device was then rebooted and fse tested drawer 2.1 in hardware test application. The customer inventoried the medication in the drawer, and all tests passed successfully. Proactive inspection process was performed. The system functioned as intended after the field service engineer repaired the device.